Event description:
Reportable based on analysis approved on (B)(4) 2014. It was reported that crossing difficulty was encountered. A 3.00x16mm promus element drug eluting stent was selected and advanced to treat the target lesion but was unable to cross. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed the stent was missing.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was returned for analysis. A tactile and visual examination found the unit with no defects on the balloon and tip sections of the device. No kinks or damage were noticed along the shaft of the device. The device was returned with no stent. There was evidence of crimp marks, indicating that the stent had been crimped in the correct location during the crimping process as the impression of the stent can be seen on the balloon material. There were no other defects noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).